Event description:
It was reported that a few months ago the patient received low results (exact results unknown) which led the mother to adjust the insulin dose. This dosage adjustment resulted in the patient experiencing hyperglycemia (results unknown) with symptoms like frequent urination and thirst.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.